Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said their ins popped out "a little" in (B)(6) 2018. The healthcare provider (hcp) looked at the ins and told the patient "it was okay." On date of initial report, patient said "all the sudden it seemed worse" and it has popped out more; they got up/out of a chair and felt pain. The patient can move the ins up/down and can feel the width of the device. For the past hour, the patient has experienced severe pain. The consumer has already called their hcp and is waiting to hear back. They also took a muscle relaxer to see if that would help relax the muscle. During the call, the patient was assisted with turning stimulation off. They also added that it feels like pain is better with therapy off, but it still hurts to touch the area. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there were no interventions taken and the patient reported resolution of symptoms. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that twice it popped out of its pocket. The patient stated that the first time no pain went to see her health care professional. The patient noted that this time the patient pass #10 pain in 3 hours and had to shut down because she couldn't anymore and was going to the emergency room. The patient mentioned they put ice on it and laid on it and the pain went to #3. It was confirmed that the patient put it back together and turned the stimulator on 3 days later and it was okay now. The patient also reported that she was told to shut it down and she had an infection now because of catheterizing. There were no further symptoms or complications reported or anticipated.

Event description:
A patient reported the ¿thing popped out¿. The patient was asked what she meant by the ¿thing popped out¿ and she said she could grab it and move it. The patient noted she had a fall. The patient noted she fell and did something to her hip. The patient noted they fell on (B)(6) 2016 and once 2 weeks before that. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had fallen down a hill twice in 2 weeks and that the device is out some but works. The patient also reported their doctor had checked the device and found that it was still working so they left it in.